Event description:
The cypher could not be advanced into a saphenous vein graft to the circumflex, past an already deployed stent. When the stent delivery sys was removed from the body, there was no stent observed. The stent was seen under fluoroscopy in the proximal graft. The stent was crushed against the wall of another artery with a balloon.

Manufacturer narrative:
During a coronary stenting procedure, a cypher stent dislodged. The stent was not retrieved but was "crushed against the wall of another artery with a balloon". No adverse effects to the pt were reported. The event occurred during an attempt to advance the cypher past a previously deployed stent in a saphenous vein graft. The product was not returned for eval. A review of the mfg records could not be done without a lot number. Review of the limited info available suggests that procedural factors may have contributed to this event.